Event description:
It was reported "tubing broke on needle (power loc max) section right before bifurcation." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf086 showed one other similar product complaint(s) from this lot number.